Event description:
A surgeon reported a pt who is not seeing well at distance or near following intraocular lens (iol) implant surgery. The surgeon reported the pt was experiencing waxy/fuzzy vision. The surgeon was unwilling to provide any further info including his name and address; therefore, follow up could not be conducted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The surgeon was unwilling to provide any further info including his name and address; therefore, follow up could not be conducted. (B)(4).